Manufacturer narrative:
An email was sent to product remove info email address by (B)(6) on 11/08/2023. The email was forwarded to the complaints department on 6/27/2024, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 6/27/2024 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.

Event description:
Comments included in email received from complaints: I am enclosing the FDA 3500 form that is reporting my information. (B)(6). Description on FDA 3500 form: I used this product in a vaporizer, I got a lung infection that caused a deep cough that lasted about 3 months. I also developed c.o.p.d which I had never been diagnosed with previously.